Event description:
It was reported that an animal underwent an unknown veterinary procedure on an unknown date and barbed suture was used. During the procedure, the suture broke during use. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # :(B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: please provide the lot number: tdmmxb, tdmabx, tdmmxb. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. No sample will be retunred because they were disposed. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please kindly confirm which one of these lots associated with this single complaint: tdmmxb, tdmabx, tdmmxb.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/20/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4, h6 - the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: tdmmxb. Tdmabx. A manufacturing record evaluation was performed for the finished device tdmmxb / sxpp1a301 batch number, and no non-conformances were identified. Expiration date: mar/31/2025 date of mfg.: apr/26/2023. A manufacturing record evaluation was performed for the finished device tdmabx / sxpp1a301 batch number, and no non-conformances were identified. Expiration date: mar/31/2025 date of mfg.: apr/2/2023.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate additional information was requested, and the following was obtained: please kindly confirm which one of these lots (tdmmxb, tdmabx) associated with this single complaint: probably tdmmxb.